Manufacturer narrative:
Device information and implant date are unknown at this time.

Event description:
It was reported (B)(6) the patient experienced ineffective stimulation following a heavy lifting event. X-rays revealed potential migration of the s lead. To address the issue, the physician explanted and replaced the migrated lead, resolving the issue. Postoperatively, effective therapy was restored.

Event description:
Follow up information identified the patient¿s 3286 lead was not explanted as previously reported. The surgery on (B)(6) 2018 only implanted one new lead, and no products were explanted at that time. The lead was implanted to provide greater coverage. Postoperatively, effective therapy was restored.